Manufacturer narrative:
The device is expected to be returned. A supplemental report will be submitted if the device is received.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose was 156 mg/dl. During a pump system check, a new cartridge was loaded and a minimum fill notification was received. Reportedly, the customer reverted to manual injections for insulin therapy.